Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. Technical services (ts) was consulted and upon review of the available data, two alerts were observed being the highest shock impedance of 132omhs about two months prior. Reprogramming options to increase the threshold alert were provided. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.